Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to exhibiting high out-of-range (oor) pacing impedances measuring greater than 3000 ohms after being implanted for less than two years. Additionally, there were a few signal artifact monitoring (sam) episodes due to farfield oversensing and noise on the ra channel. This resulted in the minute ventilation (mv) sensor being disabled. Subsequently, a lead revision was performed as this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.